Event description:
The customer reported that following a ptca/stent procedure in 2002, a vasoseal es was deployed. The pt had undergone a diagnostic heart catheterization procedure at another hosp prior to being transferred to dr's medical center. An arterial line was pulled just prior to the transfer of the pt. At that time the site was stable and no hematoma was noted. The groin was repunctured for the ptca/stent procedure in approx the same area where the arterial line was removed. The pt was given 10,000 units of heparin during the procedure. The groin site was checked post deployment and was noted to be soft and stable prior to transferring the pt to their room. The pt developed a hematoma and the staff was unable to stabilize the groin site. The pt's blood pressure dropped significantly and the pt was taken to surgery for repair of a retroperitoneal bleed. The artery was repaired and the pt remained in the hosp. No further complications were reported.